Event description:
Laerdal product "the bag" bag-valve-mask device failed to properly perform. The oxygen reservoir bag failed. This same failure has happened on numerous occasions precipitating either time lost in attempting to fix it or failure to give adequate oxygen to pt in distress. This has happened to numerous pts. Numerous paramedics, respiratory technicians, and anesthesiologists have looked at these and found them lacking.